Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Two segments of the lead, totaling 440mm, were returned. It appeared the mid-body portion of the lead was not returned. The extracting stylet was stuck in the lead lumen. Dried blood/body fluid was noted in the lead lumen. Several cuts were seen in the lead insulation. Deformed conductor coils, along with puncture holes, were noted in the insulation 50mm from the lead tip. Slight separation between the tip ring and the neck insulation was observed. Detailed analysis revealed insulation abrasion through to the anode conductor coil 158-165mm from the terminal pin. The abrasion was long and smooth and appeared to spiral around the lead slightly. An x-ray was taken and no anomalies were noted. The returned portions of the lead were determined to be electrically continuous. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. The local field representative reported that a lead fracture was suspected. An invasive procedure was performed and the lead was explanted. During the explant procedure, the outer insulation near the suture sleeve was observed to have been compromised. A request for the return of the lead has been made. No additional adverse patient effects were reported.